Event description:
Information received from an affiliate indicated that a balloon burst during an angioplasty procedure. The target vessel was a calcified iliac. An 8.0mm x 6.0mm powerflex p3 balloon was advanced to the lesion and inflated. "They took the balloon up to burst and may have gone past". The balloon burst and when trying to remove the balloon, only half the balloon came out. The other half of the balloon had to be retrieved via a cutdown. The patient is doing well after the cutdown. When trying to inflate the balloon, it burst. When trying to remove the balloon post dilatation, only half of the balloon came out. The other half of the balloon remained inside of patient and a cut down was performed in order to remove the other half of the balloon.

Manufacturer narrative:
A review of the device history records associated with this lot and subassembly lot 0209080105 presented no issues during the manufacturing process that can be related to the reported complaint, including burst test values. Balloon burst is a known potential adverse event associated with implanting peripheral artery stents. Review of the available information suggests that vessel/lesion characteristics and/or procedural factors may have contributed to the reported event.